Manufacturer narrative:
Updated fields: b4, d9, e1(event site address, event site address line 2, event site city and event site telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had occasional low. There was patient involvement and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they confirmed the issue and it was due to a faulty power supply board which was replaced. After replacing the part, device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept. Received part number with a reported unit failure of the unit not displaying the helium gas normally and having low helium pressure alarm. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number rev. Au.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a low helium alarm. After reinstalling the host, the helium level was normal.there was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.